Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse determined the erythrolyse pump (pm6) and syabilyse pump were faulty; the two pumps were replaced resolving the r flag and incomplete differential result issues. The fse confirmed the tube forward errors; the tube forward assembly and sensor were cleaned resolving the errors. Additionally, the fse replaced several other parts while troubleshooting and performed a routine preventative maintenance procedure. (B)(4).

Event description:
The customer reported a coulter lh 500 hematology analyzer was generating r flags and incomplete differential results when testing patient samples. In addition, the instrument was generating tube forward errors. There were no erroneous numerical patient results generated and there was no impact to patient treatment in connection with this event.